Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, and infection, under entire patch area. On (B)(6) 2025, the patient saw a provider. The reaction was treated with a prescription of a topical an oral antibiotic, flucloxacillin. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.